Manufacturer narrative:
An attempt to reproduce the issue was not performed as it was not necessary to confirm issue.we were unable to conduct a thorough investigation due to lack of confirmation of application version and mobile device. Or do any testing that was necessary to perform a comprehensive analysis. Without access to the required data, we are unable to investigate the issue.confirmed through database application logs that care partner's last login was in late 2023.provided helpline common resolution steps for ios devices relating to automatic verification feature. Provided helpline with the url for the troubleshooting: https://support.apple.com/guide/iphone/sign-in-with-fewer-captcha-challenges-iph4f43a30c9/ios the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4) version pch00112475. (Most likely) root cause: most likely mobile device os configuration causing recaptcha not to load. Analysis summary: common resolution steps provided to helpline, further analysis not possible without confirmation of application version and mobile device. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Esf number: afc code: fb35af other device setting issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cannot get past the login screen. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and confirmed the customer reported issue. No harm requiring medical intervention was reported. No product return is required for mmt-6102.